Event description:
It was reported that the patient presented to the clinic for a follow-up remotely via merlin.net on (B)(6) 2021. Review of the transmissions showed that there was over-sensing of far p waves on the right ventricular (rv) lead. After further assessment in clinic, chest x ray performed on 18 aug 2021 revealed that the rv lead was dislodged and was in the right atrium. Programming changes were made to the disable therapy. The patient was in stable condition.